Event description:
The customer reported to olympus, that the visera 4k uhd camera control unit had an e116 error code. The issue was observed after a procedure. Therefore, no procedure or patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. And the customer¿s allegation was not confirmed. Error code e116 was not able to be reproduced. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Probable cause of the phenomenon per the service manual, the following abnormalities can be considered. "·resolution of fan harness loss, cpu fan replacement, and removal of foreign bodies¿ ¿·gpu replacement, foreign body removal¿ ¿·failure of the following parts¿ ¿·dimm (memory module)¿ ¿·gpu(graphics processing units)¿ ¿·cpu¿ ¿·mb(mother board)¿ ¿·ssd(os, application software, memories for saving settings)¿ ¿·power supply¿ olympus will continue to monitor field performance for this device.